Manufacturer narrative:
In the returned state, the lead had been cut through 12 cm distal of the is-1 connector pin. A proximal and a distal lead fragment were returned. In-between them, a segment of about 4 cm was missing. The returned lead fragments were thoroughly analyzed. During the analysis, multiple signs of abrasion were found at the connector exits and along the lead body. Especially 10 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage is probably the cause for the clinical observation. The observed damage manifestation speaks for an unexpectedly early wear on the lead, which leads to the assumption of strong mechanical stress. Reasons for an increased stress level in the implanted state cannot be conclusively clarified without x-ray images, diagnostic images of any other kind, and further information regarding the patient. An accumulation of several influence factors should be considered. This includes a strong ingrowth of the lead in the distal segment and an unfavorable implantation position. In addition, both the individual anatomy and an increased physical activity of the patient, especially of the upper body, play a role. The deformations of the shock coil and of the fixation screw are probably a result of the explantation process. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation period of approximately 42 months, it was reported that the lead was replaced. A possible insulation breach was assumed. The lead was returned to biotronik for analysis.